Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
Customer reported receiving alarms for the battery on the insulin pump. The blood glucose reading was 230 mg/dl. She stated that the insulin pump did not deliver the insulin and then shut off. She replaced the battery and pressed the act button and was prompted to rewind and disconnect from the insulin pump. She stated that the battery was not previously used and that the insulin pump had not been dropped or bumped. She stated that the battery cap was not loose, cracked or damaged. Customer was sent a replacement battery cap. The insulin pump also alarmed for a motor error during the basal delivery. She stated that it had not been exposed to a strong magnetic field or MRI. She stated that she was able to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.